Event description:
It was reported by the rep the device was used during a thoracoscopy wedge resection. It was reported the ez45b initially fired fine. When reloaded and fired for the second time the staples did not close fully at the superior and inferior ends of the reload. Used clips to secure superior and inferior ends on the wedge resection and then closed. The patient was watched in intensive care unit for twenty four hours. The patient recovered fine. There was no consequence to the patient.